Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 31 mmol/l. The customer did experience the symptoms such as nausea and vomiting. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose. The customer was using auto mode feature. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was using insulin pump system within 48 hours of high blood glucose event. The customer also stated that they received the main arm cannot communicate with the motor arm and hal software error detected. The insulin pump will not be returned for analysis.